Event description:
The hcp reported the pt presented in 2004 with symptoms of an infection of the lumbar region. These included fever, drainage at the lumbar site, and incisional wound opening. The hcp reports "unknown" as to a culture being done, but that the pt did have meningitis. The patient was treated with IV antibiotics and total device system explant. The infection is reported to have resolved.